Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that had to remove dental implant during its installation surgery because it did not achieve a good primary stability. Moreover, the patient presented insufficient bone quality/quantity, bone graft was placed and immediate implant was performed.